Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemenst that a malfunction occurred while operating the artis pheno system. During an interventional procedure, the collision control became deactivated and a message displayed that stand tests were necessary. The user was not able to move to a parking position as the automatic run was cancelled immediately after selection. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error with regard to the maquet operating table. According to the maquet user manual, chapter 4.2.6 "monthly checks/brake test by user", a table column locking break test has to be executed once a month by the user to adjust the breaks. The brake test takes about 3 minutes. When the adjustment of the table column locking break is needed, the message "stand test necessary within x days - move to parking position to start" will be displayed on the maquet user interface. If the customer ignores the brake test request, although it's requested "within 0 days", the system continues normal operation for another 24 hours. Afterwards, the system reduces stand/table speed and displays the message "reduced stand/table speed, stand test necessary" until the test is executed. In such situations the table rotation value will not be displayed on the large display of the artis pheno system because the maquet table will not deliver the rotational value. If this value is not delivered to the artis pheno system it will move only slowly and automatic runs are not possible for safety reasons. The analysis of the system log file showed that after system power-up on the day of the event the system requested a stand test and displayed the message "stand test necessary within 0 days - move to parking position to start". The user ignored the stand test message and started a patient procedure. During the procedure the manual system movements were reduced to slow speed only and automatic runs weren't possible anymore. The messages "reduced stand/table speed" and "automatic run canceled" were displayed to the user. The service engineer executed the maquet table column rotation locking brake test and the system was returned to normal functionality. No further corrective action is planed based on the present event.